Event description:
Health care facility reports receiving high readings. In blood glucose tests, customer received a reading of 300 mg/dl compared to a laboratory result of 51 mg/dl. After receiving the meter result, insulin was administered. After receiving the laboratory result dextrose was later administered in order to avoid hypoglycemic event. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.